Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient currently receiving baclofen (250 mcg/ml at 32 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 it was reported that a pump alarm had been heard and confirmed by telemetry. The pump had been filled earlier in the day ((B)(6) 2017) before the pump alarm started. The critical alarm was occurring due to ¿low battery reset occurred¿ and ¿safe state occurred¿. The patient had no symptoms related to the event. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the healthcare provider that reported the actions and interventions taken to resolve the low battery reset/safe state alarms was the patient was given oral baclofen and referred to new neurosurgeon at the request of the patient.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.